Manufacturer narrative:
Edwards lifesciences was unable to perform due diligence efforts to retrieve the suspect device for analysis as there was no customer contact information provided in the voluntary incident report. No product was returned for evaluation; therefore, a definitive root cause could not be determined, and corrective or preventive action is not indicated at this time.

Event description:
Edwards lifesciences was notified via a direct voluntary incident report submission to the FDA that a customer experienced a balloon on the fogarty occlusion catheter that popped during transfer to prone position. There was no patient injury. The voluntary incident report did not include customer contact information patient information or product information related to the reported event.